Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling of the device during advancement resulted in the noted torn guide wire exit notch and ultimately resulted in the reported shaft detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 3.5 x 38 mm xience alpine stent delivery system (sds) shaft separated at the guide wire exit port. A new sds was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.